Event description:
Customer reported having high blood glucose. She also reported that her insulin pump was not delivering insulin based on a visual inspection. The customer stated she had a blood glucose of 473 mg/dl earlier in the day. She had treated with 10 units of insulin, but her blood glucose only declined to 438 mg/dl. The customer stated she was not having any symptoms of high blood glucose. She had treated her blood glucose with a manual injection. Troubleshooting found insulin was able to exit from the tubing and that the customer's cannula was not occluded. The customer was advised to replace her infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.